Manufacturer narrative:
Reached out to patient and he shared that the device bulges out as well as produces shocking. He now has an appointment with his gi doctor in the coming days.

Event description:
Patient posted a comment on facebook: everything is good with this device except it's large and when you lose weight you can see it pretty well on your tummy.

Manufacturer narrative:
Patient originally complained of shocking sensations and visibility beneath the skin. Shocking sensations have subsided and patient plans to keep current device until it's time for a battery change (and may then have the location of the ipg changed). No further actions to be taken.